Event description:
A trunk ipsilateral component, a contralateral component and 2 aortic extenders were placed in this pt to exclude the aaa on 11/29/2002. The aaa was successfully excluded. However, the extender was not fully seated in the contra leg resulting in an endoleak. Another aortic extender was placed, which sealed 98% of the endoleak. On 5/2003 CT confirmed presence of endoleak near the bifurcatd portion of the graft. In 5/2003 angiogram indicated a type I endoleak in the right iliac limb. In 5/2003 abdominal duplex documented the endoleak. In 05/2003 a 26 mm cuff was placed; endoleak persists. Gore (manufacturer) first became aware of this intervention via an e-mail communication from the hospital in 7/2003.